Manufacturer narrative:
No product was returned for inspection. Photographs of the implant outer box and the outer vial were provided. Visual inspection of the photographs identified that the labels on the outer box (tsv4b10) and the outer vial (tsv4b11) did not match. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: information identified: zimmer dental: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) information identified: product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. The complainant indicated that the ¿implant box was labeled as tsv4b10 lot number 62717782 but inner cylinder was labeled as tsv4b11 lot number 62546232¿. The complaint could not be verified, as the package was not returned and the exact details of the device as received by the customer are unknown. A root cause for the reported event could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Patient identifier not provided (B)(4). Age at time of the event, date of birth not provided. Patient sex not provided. Weight not provided. Device not returned to manufacturer.

Event description:
Doctor indicated that implant box was labeled as tsv4b10 lot number 62717782 but inner cylinder was labeled as tsv4b11 lot number 62546232.